Manufacturer narrative:
Eval summary - the production and quality control documentation for lot# w0825, with expiration date 09/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Knee effusion [joint effusion]. Knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a healthcare provider via a company rep regarding a pt (unk initials) with a history of previous synvisc injections, who experienced significant swelling after starting synvisc. The pt received a previous series of synvisc on unspecified dates. The hcp reported that the pt received three synvisc injections in the left knee on unspecified dates and had significant swelling after the second synvisc injection. The lot number was w0825 with an expiration date of sep-2011. No other info was known. At the time of this report, the outcome of the pt was unknown. See (B)(4) for other adverse events from this reporter. Additional info was received on (B)(4) 2009 in the form of qa results. The production and quality control documentation for lot# w0825, with expiration date 09/2011 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Additional info was received from the hcp on (B)(6) 2009. The medical history was updated to include severe osteoarthritis for an unspecified number of years, previous treatment with nsaids, steroids and synvisc, as well as joint narrowing and osteophytes. There was no history of prior effusion. The hcp confirmed the dates of synvisc injections into the left knee as (B)(6) 2009. Effusions were not collected prior to the injections. The onset date of the events left knee swelling and left knee effusion was reported as (B)(6) 2009. The pt was treated with oral prednisone and the pt recovered from both events on (B)(6) 2009. The intensity of the events was reported as moderate and the hcp assessed the relationship of synvisc to the events as definite. The hcp confirmed the lot number as w0825 and the expiration date as 9/2011.